Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. In addition it also had high threshold measurements. No adverse patient effects were reported.

Manufacturer narrative:
This lead was explanted and replaced with a non boston scientific lead. This lv lead will not be returned to boston scientific. As further information becomes available this investigation will be updated.